Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass, while firing across the mesentery/short gastric vessels. The device fired and there were no abnormalities noted until after the reload was fired and blood began to gush. The device was retracted and surgeon noticed that only one side of the staples actually deployed. Upon examination of the reload, it was noted that it was warped/bent. The reload was not able to fully close and would not unload from the handle. The stapler was able to fire but had poor staple formation. The staple line was fixed with the use of cautery and another staple reload to control the bleeding. There was no patient injury reported. Patient is doing fine and was released.